Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the final tightening of a virage screw at left c5, the housing base broke. The screw was removed and replaced to complete the procedure. There was a 15-minute delay and no impact on the patient.

Event description:
It was reported that during the final tightening of a virage screw at left c5, the housing base broke. The screw was removed and replaced to complete the procedure. There was a 15-minute delay and no impact on the patient.

Manufacturer narrative:
H6 additional method code: 4109. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the weld on the lower housing fractured causing the screw to disassemble. Root cause: a definitive root cause cannot be determined with the information provided. This event could be attributed to off-axis forces or excessive tulip head angle during final tightening. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.